Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the pump was warm when the patient pulled it out of pump pouch. There were no injuries due to this issue. The patient reportedly played in the sprinkler earlier in the day. The pump battery compartment and battery reportedly had brown and black residue evident.